Event description:
Site reported on (B)(6) 2013 during a superdimension procedure that part of the edge sensor catheter broke off in the patient. The broken tip was retrieved from the patient without any complications and no injury to the patient. The superdimension procedure was able to be completed by using another edge sensor catheter kit. No injury, death or other serious adverse event was reported.

Manufacturer narrative:
Device has been returned and is still under evaluation.